Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed lvad fault alarms. The submitted controller log files showed an intermittent issue with the communication between the lvad and the controller, which resulted in the pump speed, flow, and pi being recorded as 0. When the issue persisted for 10 seconds, the reported lvad fault alarm was activated. Based on the captured power values and the corresponding data from the lvad log files, the pump was operating normally at the set speed during these events. The observed lvad fault alarms appeared to be caused by an issue with the current monitoring circuit on board the pump; however, a specific root cause of this current monitoring issue could not be conclusively determined. A corrective action has been opened to further investigate this issue. The account reported that the patient presented to the emergency department (ed) with driveline power fault alarms on 03apr2019. Per tech services recommendation, the patient¿s system controllers (hsc-006536 and hsc-006164) as well as the modular cable (lot number 171754) were exchanged. These events are addressed under pi-2019-0070307-01, pi-2019-0070307-03, and pi-2019-0070307-02, respectively. The patient was discharged on 03apr2019; however, he returned to the vad clinic stating that he did not feel well and upon interrogation of the vad it was noted that only pump power was displayed on the controller screen and there was an active lvad fault alarm. On (B)(6) 2019, it was reported that since restarting lisinopril and increasing coreg, the patient¿s blood pressure (bp) had been well controlled, vad flows were stable and no hazard alarms had been observed. The patient was discharged on (B)(6) 2019 but reported that the pump parameters were not displaying on the controller during a follow up visit on 08apr2019. The patient was readmitted on (B)(6) 2019 due to pre-syncopal symptoms which were determined to be associated with hypotension. An hm3 software upgrade was requested. Software version 1.6 was successfully installed on (B)(6) 2019 per work orders #118013 and #118014, on the patient¿s primary and backup controllers. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU addresses all system alarms, including the lvad fault alarm, and the recommended actions associated with them. The hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years 2 months 14 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was seen in the emergency department noted power driveline fault alarm. The patient performed a controller switch to his back up controller without resolution of his alarms. He then proceeded to perform another controller switch back to his original primary controller without resolution. The driveline modular cable and system controller were exchanged with noted resolution of alarms. Patient was discharged (B)(6) 2019. Patient called back and stated he was in the car and didn¿t feel well and checked his controller and could not see any of his parameters except for the power. No audible alarms. The pump run symbol was illuminated. They were advised to return to the vad clinic. In the vad clinic, an lvad fault alarm was observed and they were unable to observe the vad parameters except for the power consumption. The file did capture false pump stop indications due to an issue with the pump current sensing feature. (This feature is not vital to pump operation.) This is the source of the lvad fault alarm the patient reported. While the flow value was not available the log file has a per second flow value available. It is graphed below along with pump power and pump speed. There was no interruption in pump support to the patient in this log file. No additional information was reported.